Event description:
I have one of the recalled philips CPAP machines I cannot sleep with out it. I registered the machine as soon as the notification occurred (2021061701046473). Since the original registration I moved and called philips to update my address several times. Each time I was promised someone would contact me after "escalation" of the issue. I have received no contact. On (B)(6) 2021 the device was supposedly delivered to my old address (based on (B)(6) delivery information). I have contacted philips several times since then to inform them I do not have the replacement. Each time I am promised "escalation" and someone would contact me. The people I speak to on the phone say there is nothing else I can do other than have them escalate the issue. The service is terrible and it appears they aren't truly interested in replacing the recalled device. FDA safety report ID # (B)(4).

Event description:
I have one of the recalled philips CPAP machines I cannot sleep with out it. I registered the machine as soon as the notification occurred (2021061701046473). Since the original registration I moved and called philips to update my address several times. Each time I was promised someone would contact me after "escalation" of the issue. I have received no contact. On (B)(6) 2021 the device was supposedly delivered to my old address (based on (B)(6) delivery information). I have contacted philips several times since then to inform them I do not have the replacement. Each time I am promised "escalation" and someone would contact me. The people I speak to on the phone say there is nothing else I can do other than have them escalate the issue. The service is terrible and it appears they aren't truly interested in replacing the recalled device. FDA safety report ID # (B)(4).